Event description:
As reported by distributor in (B)(4), during preparation for a procedure, a hosp noted foreign matter (an insect) was flushed from the fluid path of a manifold within a convenience kit. The device was not used and there was no pt contact. The device was returned for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specs. The navilyst med complaint report for( B)(4) 2010 was also reviewed and no adverse trend was noted for the product family of convenience kits and the reported failure mode. Returned by the complaint reporter was a manifold. A small insect was also returned in a separate pouch. The most probable cause for this event was that the employees involved with the production of this work order failed to follow the procedures for 100% visual inspection required for all devices and pouches in a process controls. All applicable employees have been made aware of this event and have been re-trained. This event my be considered an isolated occurrence. Navilyst med undergoes monthly pest control inspections as well as maintaining lighting designed to eliminate flying insects. (B)(4).